Event description:
Exact surgical procedure unknown, however, an aesculap dilator was being used when the distal tip fractured and lodged in biliary duct. Retrieval of fractured tip was unsuccessful and event prolonged surgery time. Pt is being monitored by surgeon on outpatient basis and no complications have been reported. This event type is occurring below the frequency and severity that are usual for this device.